Event description:
Client scheduled for anterior open removal of cage due to displacement of the cage implant. Procedure was carried out. Note: the markings indicating the model and serial # were not legible on the explanted product.